Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that thrombus formation was ingested by the heartmate 3 on the 3rd day post operation. There was flow reduction up to 0 lpm due to the reported event. Extracorporeal membrane oxygenation (ECMO) was started and a pump exchange was done.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of suspected pump thrombosis was unable to be confirmed through the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6). Review of the extracted log files confirmed a decrease in flow; however, a specific cause for the reported event could not be conclusively determined through this evaluation. The lvad event log file contained relevant data spanning from 24feb2022 and 25feb2022. The log file captured calculated flow mean values typically ranging from 0.8-1.0 lpm. The lvad periodic log file contained relevant data spanning from 21feb2022 through 25feb2022. Calculated flow mean ranged from 3.0-3.9 lpm until 24feb2022 when it decreased to a range of 0.8-1.1 lpm. A specific cause for the decrease in flow could not be conclusively determined through this evaluation. It was unable to be determined if the low flow events captured in the lvad log files resulted in alarms, as no controller log files were submitted for review. No other notable events were captured. (B)(6) was returned assembled with the pump cable severed approximately 8.5¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft. The outflow graft clip was returned attached to the sealed outflow graft hardware. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, also contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the heartmate 3 patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.